Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm issue could not be verified. The alleged cartridge issue could not be verified as the cartridge was not returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent unspecified alarms occurred. Additionally, it was reported that the customer experienced difficulty filling the cartridge. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.